Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized, and the customer's contact called for assistance with disconnecting the pump. Customer&#38112;contact did not know whether the pump or related supplies were the cause for the hospitalization, and no additional information was provider. Reportedly, the customer was placed on insulin drip after the pump was disconnected. Tandem technical support has made multiple attempts to follow up with the customer, however there has been no response.